Event description:
Chs has provided heparin for pt for line maintenance. Chs pharmacy was notified of a voluntary recall of the product that had been dispensed to pt. Patient received syringes from the recalled lots on three days of 2008. A pharmacist called pt's mom on 04/10/2008 to inform of the recall and make arrangements to provide a replacement product. Per our recall letter, this pharmacist informed mom that some patients receiving heparin had experienced shortness of breath, nausea, vomiting, abdominal pain and low blood pressure. Also, mother was informed that no pt's receiving the medefil product had any adverse reports and that the medefil recall is voluntary by the co. Mom stated, that pt does have nausea, vomiting, and abdominal pain. She stated, that pt has an appointment in the heme/onc clinic in 2008. Instructed mom to inform physician of her concerns. Dose or amount: 3 ml, frequency: once daily, route: IV. Dates of use: one day in 2008. Diagnosis or reason for use: line maintenance of tpn.